Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected alarm and blank display. The customer¿s blood glucose level was 12.6 mmol/l. The customer reported that they performed self test and received pump error. The customer reported that they inserted new battery and insulin pump was shutoff completely during night. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No low battery alarms or unexpected battery power loss noted during testing. No pump error 20 alarm or unexpected blank display noted during testing. Pump error 53 noted in formatted history file due to software error.